Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a driveline power fault alarm. The submitted and downloaded log files from the exchanged controller collectively contained information spanning approximately 5 days (19jul2023 to 24jul2023 per timestamp). A driveline power fault alarm was observed to activate at 6:31:07 on 23jul2023. This alarm was accompanied by internal controller faults which indicated that the controller¿s fuse a had been damaged. The observed alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit while the driveline was connected. During functional testing of the returned controller, the driveline power fault was reproduced, and fuse a was confirmed to have been damaged. This component was replaced, and the controller was retested. The repaired controller then passed all testing and was able to support test equipment for an extended period of time without issue. Provided information for the event indicated that a portion of the patient¿s percutaneous lead was cut on 23jul2023; this damage was suspected to be the root cause of the controller fuse¿s damage and will be addressed further under the investigation of the pump on this event. The root cause of the reported event was not correlated to the returned heartmate 3 system controller. The device history records were reviewed and the records revealed that the system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cut their driveline on the patient side of the modular cable connection. The log file captured on (B)(6) 2023 starting at 6:31:05 driveline power faults. Based on the photo submitted, it appeared the percutaneous lead (patient side) was cut, resulting with the controller¿s internal fuse a open. Controller event log displayed multiple consecutive strings of driveline_power_fault / pwr_a_broken - ocp_a_open alarms beginning on (B)(6) 2023 6:31 am thru (B)(6) 2023 11:22 am as reported. It was later communicted that the controller was exchanged, resolving the issue. Following the initial startup alarms, the pump appeared to be operating as intended with no unusual alarms or events recorded. The damage was secured with rescue tape.

Manufacturer narrative:
Related MFR: 2916596-2023-05554. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.